Event description:
It was reported that the patient experienced a loss of therapeutic effect with symptoms of loss of bladder control following an activity. The reporter stated that ¿it was definitely stress incontinence.¿ the patient had been ¿having the same issues¿ with their incontinence which started the prior weekend when the patient started to ¿increase their activity level again¿ following implant. At the time of the report, the patient¿s amplitude setting was at 3.5v on program 2. When the patient was on program 1, they were set at 5.5v. The patient could reportedly feel stimulation. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient never had therapeutic effect and the patient had the device removed because it was indicated for urge incontinence and she had ¿more of a stress incontinence.¿ it was noted that the patient¿s doctor ¿listed as a malfunction.¿ it was unclear what this meant. It was reported that adjustments were tried and this didn¿t help. The reporter stated that the patient had a hysteroplasty surgery after the device removal to have a muscle repaired and this had cured her stress incontinence. It was reported that the device didn¿t do what it was supposed to do and the patient wasn¿t sure if the system was removed or just the implantable neurostimulator. It was noted that the patient had been in touch with her healthcare provider to find this out.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).